Event description:
It was reported that the user received a low glucose alert on the ilet showing 66 mg/dl, did not confirm with a fingerstick before treatment, consumed chocolate, and subsequently observed glucose readings of 100 mg/dl on the ilet and 125 mg/dl by fingerstick, with the user reporting no symptoms and being early in the ilet learning period; troubleshooting and education were provided. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included resolution of the low glucose with oral carbohydrate and no need for medical intervention. Investigation included a customer interview and provision of device use education. Investigation of this case revealed no device malfunction reported, with the event consistent with hypoglycemia of unclear cause in the context of early adaptation to automated insulin delivery and self-treatment without initial confirmatory testing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.